Event description:
It was reported that 1 bd¿ blunt fill needle from lot 210634, and an unspecified number of needles from an unspecified lot broke off when attempting to puncture through the rubber stopper of the antibiotic vial. The following information was provided by the initial reporter, translated from french: "the needle broke off at its base when it pricked into the rubber stopper of a vial of antibiotics. Event#1 this malfunction is reported as very regular with this device from different batches. Event#2"

Manufacturer narrative:
Investigation summary: a device history record review was completed for provided lot number 210634. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As the lot number involved in the second event was unknown, a device history record review could not be performed. As samples were unavailable for return, twenty retained samples of the reported lot number were obtained for further evaluation. The retained needles were examined and no issues were found. Considering the provided feedback, we understand that an issue of broken hub component took place; however, based on the investigation results, an exact manufacturing related cause could not be determined. We cannot discard that the handling of the product may have had a potential implication in this reported incident. It is important that the needle punctures the stopper at a ninety-degree angle during use.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 210634. Medical device expiration date: 2026-05-31. Device manufacture date: 2021-06-16. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd¿ blunt fill needle from lot 210634, and an unspecified number of needles from an unspecified lot broke off when attempting to puncture through the rubber stopper of the antibiotic vial. The following information was provided by the initial reporter, translated from (B)(6): "the needle broke off at its base when it pricked into the rubber stopper of a vial of antibiotics. Event#1 this malfunction is reported as very regular with this device from different batches. Event#2".

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 210634. Medical device expiration date: 2026-05-31. Device manufacture date: 2021-06-16. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd¿ blunt fill needle from lot 210634, and an unspecified number of needles from an unspecified lot broke off when attempting to puncture through the rubber stopper of the antibiotic vial. The following information was provided by the initial reporter, translated from (B)(6): "the needle broke off at its base when it pricked into the rubber stopper of a vial of antibiotics. Event#1 this malfunction is reported as very regular with this device from different batches. Event#2".